Manufacturer narrative:
To date, this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored a smart pass episode in 2020. Review of the episode showed a morphology change and a significant drop in r-wave resulting in some undersensing. Auto set-up turned smart pass back on. The plan of action is to continue monitoring the patient for now. No adverse patient effects were reported. This s-ICD remains in service. Additional information received indicates smart pass had disabled several times this year requiring the patient to return to clinic. It was ultimately decided to explant and replace the device. Besides intervention, no other adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored a smart pass episode in 2020. Review of the episode showed a morphology change and a significant drop in r-wave resulting in some undersensing. Auto set-up turned smart pass back on. The plan of action is to continue monitoring the patient for now. No adverse patient effects were reported. This s-ICD remains in service. Additional information received indicates smart pass had disabled several times this year requiring the patient to return to clinic. Correction: further information was received indicating this s-ICD was not, in fact, explanted and replaced. Rather, a different s-ICD with a very similar serial number was implanted. This s-ICD remains in service.